Event description:
An article was received by the manufacturer which discusses the implantation of the vns device while patients are experiencing refractory status epilepticus or super refractory status epilepticus, and the effects of the vns stimulator on these seizure types. The article notes that one patient (patient 1) had a relapse of a focal refractory status epilepticus at which time the vns device was implanted with poor results. It was stated that the patient had 4 days of seizure freedom. The device was switched on and the patient¿s status epilepticus became super-refractory despite the increase of current and duty cycle and the child died at the age of (B)(6) under palliative care. The article also mentions another study that was performed that indicates a (B)(6) child presenting with refractory status epilepticus with no improvement over 15 days after vns implantation, and it was stated that the patient died on day 29. No further relevant information has been received to date.

Event description:
Additional information was received reporting the patient information. Once the patient was identified additional information was received that indicated that this patient passed away due to refractory epileptic status and multi organ failure. It was stated that suddenly after implant, there was a reduction of seizures, but patient health conditions were really serious. The vns system was explanted post mortem and disposed by the hospital, where it was determined that the cause of the patient's death was not related to the vns device. It was reported that at the hospital where the patient was taken care of have a lot of very severe patients and, for many of them, an implant of vns therapy has been chosen as a last resort - to let them have this last hope that the seizures might be reduced and their condition improved. Additional information was received regarding the additional study that was mentioned within the article that indicated the lack of efficacy and death of a (B)(6) year old child. This is now captured in MFR. Report# 1644487-2019-00391. And all future investigation regarding this event will be captured within MFR. Report# 1644487-2019-00391. No further relevant information has been received to date.